Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-47581.

Event description:
Customer reported the insulin pump kept alarming no delivery. Customer was currently off the insulin pump. Customer's blood glucose was 238 mg/dl. Customer was unable to troubleshoot properly since customer had all ready tossed the reservoir and infusion set used. Customer was advised to do a complete set change and call back if the device alarmed again to properly troubleshoot. No further information reported.